Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, incomplete statistical data was displayed during a follow-up on (B)(6) 2018. The next follow-up is scheduled for (B)(6) 2019.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, incomplete statistical data was displayed during a follow-up on 11 july 2018. The next follow-up is scheduled for (B)(6) 2019.